Event description:
Patient had treatment for lipolysis 2 years ago (2013), but did not submit a complaint to cynosure until (B)(6) 2015. The event involved the patient having blue, bruised pigmentation and dropped buttocks.

Manufacturer narrative:
Patient reported having lipolysis treatment 2 years ago (2013) using the cellulaze device. Patient experienced blue, bruising pigmentation and drooped buttocks. Cynosure became aware on (B)(6) 2015 and assessed the patient incident/laser device used. The laser was found to be operational and working within established specifications.